Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter took her to the emergency room on (B)(6) 2016. Customer's blood glucose was 32 mg/dl at the time of the incident. Customer's current blood glucose was 159 mg/dl. Customer had a toast with peanut butter and banana. Customer had been experiencing low blood glucose for a few hours before 11 pm. Customer's blood glucose went to 47 mg/dl and she ate a toast with peanut butter and a banana. About an hour later, her blood glucose dropped to 32 mg/dl. Customer took 2 glucose tablets as well as orange juice but her blood glucose did not come back up. Customer was advised to monitor the pump. Customer stated that she will continue to work with her new health care professional to make an adjustment.